Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). The customer declined to state how low bg levels were addressed. Reportedly, the customer believes the low bg alert did not adequately sound. The customer was reminded that the alert will vibrate first, then an audible alert will follow.